Manufacturer narrative:
Additional information received on (B)(4) 2011: the reporter stated that the ok keypad button became stuck while performing the prime step for a site/set change, and insulin shot out during prime.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that all of the keypad buttons were intermittently responding to button presses. There was evidence of adhesive found under the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a dim display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged and warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
The reporter stated that the up arrow and down arrow keypad buttons required several presses in order to get a response.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.